Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the pd patient received an "m31 air detected in cassette" alarm warning during pd treatment. The patient contact stated she saw a few air bubbles in the drain line and unused lines but not in the patient line. Line connections were secure and clamps were open. The patient continued to receive the same m31 warning and treatment was cancelled. When the contact removed the cassette she stated that there was a lot of fluid inside the cycler. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.

Manufacturer narrative:
Correction: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.